Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors which could contribute to the suture threader snapping includes: (1) excessive force or contact with another object which could have caused damage to the threader, (2) implanting the anchor before threading the suture through the snare loop making it more difficult to use the suture threader effectively, or (3) not having enough free suture legs to ensure successful suture snaring. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an open rotator cuff repair, the suture threader snapped when trying to thread the suture legs through the eyelet of the anchor. The anchor had to be abandoned. Another s and n anchor was used to complete the procedure. It is unknown whether the first anchor was left unsupported in the patient or removed. No patient injury or other complications reported.